Manufacturer narrative:
Findings: unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. Unit was programmed and monitored for 4 days. No unexpected blank display noted. Power loss alarms and low battery alarms confirms in the long trace file. No pump error noted during testing or in the formatted history file. Detailed trace analysis confirmed the power loss alarms and low battery alarms was triggered due to connector resistance issues. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, damage (scratched) display window cover, scratched case, a pillowing keypad overlay and a peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that their insulin pump turned off by itself without an alarm every ten minutes. The customer¿s blood glucose level was unknown at the time of the call. No troubleshooting was performed. The insulin pump will be returned for analysis.